Event description:
Terumo received the following reported information: the patient had a bleed around thirty (30) hours after deployment of the angio-seal. The user used the patient¿s anatomy not ultrasound for puncture, they did not use ultrasound to close; however, did see black marker and felt initially closure successful. The morning after closure was believed good; however, 30 hours post massive hematoma which led to drop in blood pressure and cardiac arrest, vascular team intervened and patient was stable and in the intensive care unit (ICU).

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided . A5: ethnicity: requested, not provided. A6: race: requested, not provided . E3: occupation: unknown. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.